Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection with sepsis. A revision was performed and this lead broke during extraction and all fragments could not be retrieved. No replacements were implanted. There were no additional adverse patient effects reported. The ra lead will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.